Manufacturer narrative:
Age, weight and ethnicity: information unknown/not provided. Date of event: unknown, not provided. Serial number: unknown, information not provided. Expiration date: unknown, as the serial number was not provided. UDI number: UDI number is unknown, as the serial number was not provided. Implant date: unknown, information not provided. If explanted, give date: not applicable as the device remains implanted. Phone number: (B)(6). The intraocular lens (iol) is not returning for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. As the serial number of the device is unknown no further investigation can be performed. If there is any relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that posterior capsular opacification (pco) develops more in patients using synergy than in patients using other tecnis intraocular lenses and the implementation rate of yttrium-aluminum garnet (yag) in patients using synergy became higher than before. The specific values are unknown. Improvement of visual acuity is possible by conducting yag. The lens will not be returned as it remains implanted. No further information was provided.